Event description:
It was reported during the implant procedure the ventricular lead threshold was 0.5v at 0.4ms. After the physician hooked up the can and sewed up, the threshold through the device was 2.75v at 0.4ms. The physician went back in and through the analyzer it was 2.75v at 0.4ms. The physician re-opened the pocket and repositioned the lead and the final threshold through the can was very good. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.